Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2008; 5866, adaptor, implanted: (B)(6) 2012; 6721s, lead, implanted: (B)(6) 2012; 6721m, lead, implanted: (B)(6) 2012; 4968 x2, leads, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device experienced possible early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.